Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient presented with eri within 2.5 years after implant. Patient¿s condition was stable.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: manufacturer report (B)(4), should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).